Event description:
It was reported that the patient is experiencing pain and discomfort. He states that he is in chronic pain. He has been following up with his surgeon and has had x-rays and MRI. He has had cortisone shots for the pain and surgeon has communicated to patient that he will need a revision. He has also been on pain medications for the last year.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.